Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 gas blender displayed errors during set up. Later the device would not turn on. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 gas blender displayed errors during set up. Later the device would not turn on. There was no patient involvement.